Event description:
According to the reporter: procedure: gastrectomy. The donut tissue were both missing and no click sound was heard when the wing-nut was rotated after firing. Re-anastomosis was done and less than 200ccs of blood loss was reported. Nothing fell in the patient cavity, but surgery time was delayed by more than 30 minutes.